Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and upon deployment the patient experienced st segment elevation. The patient's heart rate and blood pressure remained stable. After a few minutes the st segment elevation resolved on its own. No intervention or treatment was needed. The procedure was continued, and the closure device was successfully implanted in the laa of the patient. There were no other complications or consequences as a result of this event. The patient has been discharged home doing fine.

Event description:
It was reported that st elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and upon deployment the patient experienced st segment elevation. The patient's heart rate and blood pressure remained stable. After a few minutes the st segment elevation resolved on its own. No intervention or treatment was needed. The procedure was continued, and the closure device was successfully implanted in the laa of the patient. There were no other complications or consequences as a result of this event. The patient has been discharged home doing fine.

Manufacturer narrative:
H6 patient code: e050301 air embolism code removed.